Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a laparoscopic partial colectomy despite the fact that the remaining quantity is displayed on the digital counter, the clip was not loaded. The procedure was completed with another device. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.